Manufacturer narrative:
(B)(4). Date sent: 8/27/2021. D4: batch # unk h6: component code: others (g07) h2: additional information received: a photo of 2h12lp was received. During the visual analysis, the following was observed: one photo was provided for analysis. Based on the photo review, the photos do not provide enough evidence to determine some defect. Petri dish was also observed in the photo provided. Please refer to the device analysis for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the 2h12lp device was returned with no apparent damage. In addition, a plastic part was returned inside of a container. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was disassembled in order to verify the internal components and no defects or damages were found in the sleeve. In addition no broken parts were noted in the internal components. The plastic part inside of the petri dish did not belong to the returned device. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reach regarding the cause of the reported event, the instructions for use do contain the following: "caution: to insufflate, attach a gas line to the stopcock on the trocar sleeve and open the stopcock. The seal system maintains insufflation in the absence of an instrument in the sleeve." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2021 h11=corrected data=h2. H2: device evaluation and additional information. H2: additional information received: eight photos were received for review. Based on the photo review, a piece of plastic was observed and appears to be part of the universal, however, the photos do not provide enough evidence to determine a defect. Petri dish was also observed in the photo provided. Please refer to the actual device analysis below for full analysis details and conclusion. H2: device evaluation: investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the 2h12lp device was returned with no apparent damage. In addition, a plastic part was returned inside of a container. The plastic part was identified as a post broken from the sleeve assembly. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was disassembled in order to verify the internal components and one post of the sleeve assembly was found to be broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: to insufflate, attach a gas line to the stopcock on the trocar sleeve and open the stopcock. The seal system maintains insufflation in the absence of an instrument in the sleeve. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic inguinal hernia, a rod-shaped transparent part fell into the abdominal cavity. It was retrieved. When the device was checked, it was found a rod-shaped part was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.